Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the vitreous cutter is cutting badly and there was a loss coagulator connection during the vitrectomy procedure. They completed the case with the same equipment. There was no pt harm.